Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, it was found that the jaw of the bipolar maryland forceps was not closing completely, but in a stepwise manner. The jaws of the bipolar maryland forceps were not following the movements of the surgeon console handles. The issue was resolved by replacing the defective bipolar maryland forceps instrument with another instrument. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and a provided video. One twenty-four second video was received for evaluation. The video showed a surgeon console screen displaying a bipolar maryland forceps. The jaws were trying to be opened and closed, but it was a bit delayed. At one point the jaws did not fully close. There was a lot of build up noted on the jaws as well. Evaluation of the logs did not indicate that the bipolar maryland forceps encountered any system errors or error codes. The recommended use time and use count had not been exceeded. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. There was resistance and a clicking noise noted when manipulating drive screw one and three. The bipolar maryland forceps was disassembled and one spring was found to be misaligned within the housing. There was evidence of damage observed on the corresponding drive screw, most likely from the spring making contact and rubbing against the screw during use. A ring can be seen around the bottom of the drive screw, indicating that the screw was being tilted off its axis and being pressed against the hole in the housing during rotation. The misaligned screw spring was the source of the clicking. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a damaged instrument or incorrect assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the surgeon found that the jaw of the bipolar maryland forceps (bmf) was not closing completely but in a stepwise manner. The bmf instrument¿s jaws were not following the movements of the surgeon's console handle. The issue was resolved by replacing the defective bipolar maryland forceps instrument with another new instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.